Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed the ECG fall-off test. The cause for the failure was isolated to an open lead 1 negative wire and open lead 2 negative wire in the ECG c and d cable. The root cause for the open wires was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.